Manufacturer narrative:
(B)(4). The patient was hospitalized for cardiac problems the same day that they passed away. While hospitalized, the patient used the hospital's homechoice device however it was unknown if peritoneal dialysis therapy was ongoing at the time of death. As the sample was not returned, a complete device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to be cardiac. It is unknown if an autopsy was performed. It was unknown if pd therapy was ongoing till the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was reported to be available. Should additional relevant information become available, a supplemental report will be submitted.